Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not actuate during a procedure. The aspiration function is unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a bubble bag, for the report of did not actuate during surgery. At time of receipt it was observed that the probe body/needle assembly was detached from the rest of the probe. The returned sample was visually inspected and was found to be non-conforming with the probe body/needle separated from the rest of the probe assembly and the inner cutter bent. Functional testing was unable to be performed due to the visual condition of the probe. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are three additional complaints associated with the component lots for the reported issue. The complaint sample was received with the probe body/needle separated from the rest of the probe assembly. Therefore, the complaint was unable to be confirmed and the exact root cause of the complaint could not be verified. The exact root cause of the separation cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The complaint was unable to be confirmed and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).